Manufacturer narrative:
A review of the device history record (DHR) for lot number 815915 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leakage, damage, shield stall/locking failure and hinge pull test. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported event. Process monitoring data was reviewed for the assembly equipment and there were no issues related to the reported condition. A review of the machine setup was conducted and revealed no issues. Dhrs were also reviewed for the safety needles assembled for this lot. Physical samples inspected from the shop orders for all involved lots identified no issues or ncrs issued against the shop orders. A review of the entire DHR found no manufacturing or inspection anomalies. This device is manufactured in a controlled and monitored environment and goes through the following processes: injection molding, needle assembly and packaging. These processes are highly automated with limited human interaction. The equipment was reviewed for issues that could have potentially caused this issue, but not were identified. One (1) sample was returned for evaluation. The sample was visually inspected for damaged and cracks at the hub, but none were found. However, it was noted that the safety shield of the device was broken off at the hinge point between the hub and the shield. The broken hinge was inspected under 3x magnification and appeared to have failed through some form of twisting/torquing. The reported condition of a cracked hub was not confirmed, but the unreported condition of a safety shield broken hinge was confirmed. The exact root cause could not be determined based on available information. The customer alleged the hub was cracked when the package was opened, however there was no damage or cracks found at the hub of the device. The 6m root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused this issue. There was one potential root cause pertaining to the use of the device, but there¿s insufficient information to determine if this is the most probable root cause. There was no evidence of any systemic failure of the manufacturing process. The reported customer complaint is not confirmed for the reported event. A probable root cause could not be determined. The unreported condition of a safety shield broken hinge was confirmed. A probable root cause appeared to be some form of twisting/torquing. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that as the nurse was opening the packaging, the needle cracked at the hub.